Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Five nst episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and v-sics. Right ventricular pace impedance steady at approx. 435 ohms through (B)(6) 2016, rises to an average of 714 starting (B)(6) 2016. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead for exhibited high impedance and increased sensing integrity counter (sic). Additionally, an oversensed non-physiological event was observed. An apparent fracture and noise was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Five nst episodes with v-v intervals <(><<)> 220 ms on (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for lead impedance and v-sics. Right ventricular pace impedance steady at approx. 435 ohms through (B)(4) 2016, rises to an average of 714 starting (B)(4) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.